Event description:
Colleague 3 volumetric infusion pump experienced total failure while in use on a pt. Unable to reset or restore to functionality. Removed from svc and replaced. Currently at our facility pending return to MFR. Pt expired but death does not appear related to the device failure. Add'l identification on pump: (B)(4). To be returned to MFR when shipping is arranged.